Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the chair sped up and she smashed her right hand into the kitchen cabinet which has a metal hanger on it. Customer states she sought medical intervention in (B)(6) 2014. Customer states the x rays showed a hematoma and she received a splint at her doctors office. Customer states she has had surgery on the same hand/arm in the past unrelated to the invacare chair incident. Customer was seen by dr. (B)(6) at (B)(6).